Event description:
During investigation of the event associated with MDR 2183553-2011-00005, it was discovered internally that the signa excite 1.5t mr system is also affected by the issue reported. There was no patient involvement for the internally discovered issue. Screen saved images from the magnetic resonance (mr) system will attach to the incorrect patient on the picture archive communication system (pacs). When the users send a screen save image from the mr system to the pacs, the screen save is then attached to the correct exam on the mr system; however, on the pacs, the screen save may attach to a different patient/exam. Initial evaluation indicates that the issue is caused when the mr system replicates the series instance uid (0x0020, 0x000e) between the two screen save images. However, the two screen save images both are using the same series instance uid (0020, 000e). Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.